Event description:
Customer reported patient had stroke during treatment on machine. The treatment was terminated and the patient was sent to emergency. Customer reported patient had clots in their lungs before being placed on machine. The treatment was run with out heparin. The patient was placed on the machine and then the blood system clotted. The blood tubing was exchanged and then sometime after the patient had a stroke. Customer does not believe that the machine caused the patient to have a stroke. Additional information provided by the user facility indicated the patient did not have a stroke as initially reported, and symptoms were not related to the machine. It was reported the symptoms the patient experienced may have been related to side affects of the patient's medications. The patient suffered no additional adverse sequela associated with this event, and has resumed standard dialysis treatment.

Manufacturer narrative:
The customer trained technician completed a thorough inspection of the device and confirmed that the dialog+ machine functioned properly. The device was not related to the incident or patient outcome.